Manufacturer narrative:
(B)(4), date sent: 8/25/2023. D4: batch # 276c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 276c80, and no non-conformances were identified.

Event description:
It was reported that the staple does not form, which produces separation of the tissue, performed a reinforcement with suture. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.